Event description:
Device failed to display number of recordings. Device failed to function as a fax to transmit recordings. Battery indicator showed a 6 out of possible 7, showing that the batteries were charged and supplying current to the device.